Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an inquiry regarding shock therapy this patient received as well as an inquiry if the rhythm the patient experienced was a true ventricular tachycardia (vt). Further information was requested regarding device programming and if the arrhythmia self-terminated. A review of the information by boston scientific technical services (ts) noted that the there were many non-sustained episodes as well as some episodes where inappropriate anti tachycardia therapy (atp) and inappropriate shocks were delivered. With one specific episodes it was noted that the device delivered inappropriate atp and shocks and exhausted therapy in the vt-1 zone. It was noted that the rhythm was likely not true vt and terminated on its own. Ts discussed programming options for this device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted minor tool marks on the case and header, and body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information noted that the device was explanted and returned. No additional adverse patient effects were reported.